Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, crease flat and broken shell. A microscopic analysis was performed which identify, a sharp edge broken assessed, as unidentified tear broken. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the posterior side assessed, as unidentified (tear) opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and findings of "axillary migration of subpectoral silicone left breast implant with evidence of extracapsular silicone rupture in the axilla".

Event description:
Healthcare professional reported left side rupture and "axillary migration of subpectoral silicone left breast implant with evidence of extracapsular silicone rupture in the axilla." Healthcare professional additionally reported "benign left breast mass"; this event is not related to the device. Device remains implanted.